Event description:
It was reported that there was "hub disconnection from a central line. The patient is stable and was not affected by this incident. The line was removed and a new line inserted." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the replacement with another device.

Manufacturer narrative:
(B)(4).